Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(6) of sterile peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for continuous ambulatory peritoneal dialysis (capd). In 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported whether the patient received treatment for the peritonitis. It was unknown if the peritonitis had resolved. It was not reported if dianeal therapy was ongoing. Concomitant medications were not reported. The nurse believed that the peritonitis was not related to dianeal therapy.